Event description:
Pt was implanted with cslp plate on an unk date. Surgeon stated he suspects the plate has come loose but cannot be certain. Surgeon will review images at a later date to determine if plate is loose. He will determine then if revision is necessary. Add'l info has been requested.

Event description:
Patient was implanted with cslp plate on an unknown date. Surgeon stated he suspects the plate has come loose but cannot be certain. Surgeon will review images at a later date to determine if plate is loose. He will determine then if revision is necessary. Additional information has been requested. On (B)(6) 2012, the physician stated computed tomography looked "great." The patient had an esophagram and has no trouble swallowing and no further action will be taken. The initial implant date was noted as (B)(6) 2012.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment.